Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6)-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis on (B)(6) 2021 with his former outpatient clinic. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures were obtained, and a white blood cell (wbc) count was conducted in the outpatient clinic (exact date unknown); however, there was no record of laboratory results in the outpatient clinic and the pdrn could not recall specific growths in the culture or the wbc count. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per local clinic protocol (dosages, frequencies, and durations unknown). The patient recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home following this event.